Manufacturer narrative:
The investigation has been completed and the alleged unexpected shut down issue was verified. Based on the analysis, the alleged touch screen malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. Customer reported that the pump was able to turn back on after charging. Additionally, it was reported that the pump touch screen was unresponsive and not functional. The display was frozen on the unlock screen. The customer's blood glucose was 170 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.